Event description:
A complaint was reported that the impedance on contact 3 was greater than 40k which occurred after the ins (implantable neurostimulator) replacement. The patient was reprogrammed. It was mentioned that the patient had not had therapy on 'this side' since revision but it is unclear on which side the patient was having the issue. Patient had good therapy and good impedances before the surgery. The impedances were not checked "inter-op." Patient felt a 'surge' during the impedance test. Additional information received showed that the patient was scheduled for a follow-up with the physician but no further information was available at the time of this report. See manufacturing report number 3004209178-2012-10650. Bilateral system and is unclear which system problem pertains to. Therefore, MDR filed on both.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 3387-40, lot# j0101918v, implanted: 2001-(B)(6), product type lead product ID 3387-40, lot# j0120572v, implanted: 2002-(B)(6), product type lead. (B)(4).